Manufacturer narrative:
H6. Code 213: a review of the manufacturing records for the devices verified the lots met all pre-release specifications. The device remains implanted and is not available for analysis. Images were sent to gore for analysis. Code 3191- this code is used to describe an endoleak. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak, aneurysm enlargement and aneurysm rupture. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A review of the manufacturing records for the devices verified the lots met all pre-release specifications. The device remains implanted and is not available for analysis. Images were sent to gore for analysis and the investigation is in process. Further information will be provided. (B)(4). Please note that the date of event will be used as august 31, 2020 - the date when a proximal type I endoleak and an aneurysm rupture were determined.

Event description:
On (B)(6) 2019, the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system and a gore® excluder® iliac branch endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2020, a proximal type I endoleak and an aneurysm rupture were determined. According to the information provided, the aneurysm enlargement was attributed to the proximal type I endoleak and the heavily coagulation and caused the aneurysm rupture. Additionally, according to the physician, the cause of the proximal type I endoleak was a poor sealing which resulted in a rupture. It was reported, that on (B)(6) 2020, the rupture and the proximal type I endoleak were treated with a be graft, a medtronic tube graft 32x70 and a proximal cuff with endoanchors. The patient is doing well.